Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that he has had an ¿issue with the pump for the past few days¿, noting that his blood glucose (bg) has been elevated and stating that his pump was not working correctly. The patient did not provide any bg values or mention any signs or symptoms of hyperglycemia. The patient stated that his healthcare provider wanted the pump replaced. Customer technical support reviewed the pump with the patient, and found a discrepancy in the total daily dose history (tdd). The tdd was not accurate when comparing to the basal and bolus histories and settings. The time and date were found to be set correctly, and basal segments were confirmed to be correct. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported tdd history issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 at 10:53am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the alarm history or the black box. The histories showed that the pump was powered off from 8:23pm on (B)(6) 2014 until 11:27am on (B)(6) 2014. Visual inspection revealed that the battery cap threads were stripped and the battery cap was unable to secure properly to the pump. A test battery cap was used to complete investigation. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours with no delivery issues occurring. The advanced features were found to be set to ¿on¿ and were accurately functional. The alarm history was appropriately recorded. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.